Event description:
Patient with an aneurysm in the a2 segment underwent a coiling embolization procedure. During the procedure, it took approx three minutes to detach the coil. During fluoroscopy, thrombose at the adjacent a2 and a3 segments were observed. Post medications of aspirin, liquemine, and no lysis were administered. Pt is slowly recovering from limb monoplegia. No relationship was confirmed between the detachment time of the coil and the adverse event.

Manufacturer narrative:
Device code: other (long detachment time of the coil occurred, but no relationship was confirmed between the detachment time of the coil and the adverse event by the user facility).